Manufacturer narrative:
The device was not returned for evaluation. No pictures were provided. The most likely cause of the reported failure is use error. However, due to the device not being returned, we are unable to confirm the reported event.

Event description:
On (B)(6) m2022, it was reported by a sales representative via sems that an ar-6480 dw arthroscopy fluid management device was spinning too fast, getting too much fluid. It happened during a case, another pump was used to finish and the patient was not affected. This was discovered during use with no impact to the patient.